Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the device from the guide wire could not be confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to operational context; however, a conclusive cause for the reported difficulty removing the device from the guide wire could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified de novo lesion in the right coronary artery. A 4.0x12mm nc trek rx balloon dilatation catheter (bdc) could not pass the lesion due to resistance with the anatomy. The bdc was being removed from the guide wire; however, it could not be withdrawn due to resistance and had to be removed as a unit. The procedure was successfully completed with an unspecified nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.